Event description:
The territory mgr (tm) of a (B) (4) female pt contacted lifecor customer support to report that the pt's daughter had contacted her to report that the system is alarming to "check pads". Support contacted the pt's daughter who stated that one of the back therapy electrode pads had a huge dent in it. Support sent the pt a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B) (4) has been completed. The electrode belt was found to have an open connection in the distribution node. There was a wire that came off a solder pad. The wire to the positive pt pulse lead was broken off. This made the system think that the therapy electrodes were not touching the skin. The distribution node was repaired and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this open connection is likely due to excessive force on the electrode belt cable. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.